Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details: f&p exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility. Method: the subject rt380 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the photographs provided by the healthcare facility confirmed a crack at the connector of the expiratory tube, while connected to a filter of non-f&p healthcare brand. Conclusion: without the return of the device, we are unable to confirm the cause of the reported event. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the circuit and also states the following: the use of breathing circuits, chambers, accessories or combinations which are not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/user. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt380 adult ventilator circuit with evaqua technology was found to have a crack in the expiratory tube connector during patient use. There was no patient harm reported.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt380 adult ventilator circuit with evaqua technology was found to have a crack in the expiratory tube connector during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details: f&p exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.